Event description:
It was reported, the patient was not receiving stimulation coverage in lower extremities. It was also reported, the patient developed new extreme pain in upper body. The sjm representative reprogrammed and was able to regain partial coverage. The next course of action is undetermined due to the new pain and other medical issues. Note: this patient has two leads from the same lot number implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.